Event description:
The ipp device was removed from the pt and a malleable device implanted, reason not indicated. Add'l info received on 6/17/97 indicates "poor placement by prior surgeon - major sts deformity."